Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via twitter that a patient experienced a cerebral ischemic event within 4 weeks of a watchman implant. Boston scientific has reached out to the reporting physician to obtain additional information with no response.